Event description:
The account alleged all of the bed functions are intermittent except hi/low which functions correctly all of the time.

Manufacturer narrative:
Technical support instructed the account to find the service codes and walked him through the procedure. There were no current codes. The battery led was blinking (charging) and the bed was plugged into ac power. Technical support provided instructions on checking the fuses on pcm. The accounts maintenance stated there were no service required codes on this bed and he returned the bed back into service and hasn't had any further issues.